Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the reported issue occurred due to a communication failure caused by a cable failure. The exact cause of the cable failure cannot be identified. The event can be prevented by handling the device in accordance with the following instructions for use (IFU): "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ¿do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged" olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed with a similar device without delay.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that while preparing the camera head for use, the image displayed from the camera did not appear. There was no patient harm reported due to the event.